Manufacturer narrative:
Investigation summary: three sample units belonging to lot number 1804202 were received for evaluation by our quality engineer. A device history review was performed for the provided lot number and no quality issues were revealed during the production process that could have contributed to this issue. Investigation conclusion: upon visual inspection of the samples, a hair was observed within one of the blister packages and the printed information on the packaging paper could be lightly observed from the internal side of the paper. The 100ml syringes are manufactured within a designated clean area which is kept under a positive pressure to push dust and particles out of the manufacturing area. All operators are required to wear protective clothing within the clean area. Root cause description: it has been determined that this incident occurred due operator error regarding the protective clothing procedure. A definite cause could not be identified for the stamped information. Rationale: in order to prevent this issues recurrence, a quality project has been opened for the defect of foreign matter. The manufacturing facility has been made aware of your experience. Complaints received for this device and defect will be closely monitored by our quality team.

Event description:
It was reported that packages of bd¿ plastipak syringe had hair inside the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packages of bd¿ plastipak syringe had hair inside the package.